Manufacturer narrative:
One unit of minnie v2 was returned to vs for evaluation. Blood particulates were found on the catheter. During flushing, the solution leaked out of the proximal end of the catheter, confirming that the catheter leaks. The leak was noted at 5.5 cm from the proximal end of the hub, just distal of the hub. A kink on the shaft was noted just distal to the distal end of the hub. The outer trilayer lumen at the location of the kink was cut down and the inner lumen was exposed. It was noted that the inner lumen was crimped and twisted severely. No other damage was noted on the catheter. Based on product evaluation, the catheter was over torqued. Per IFU, it states the following precaution" exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking". Based on the information and returned product evaluation, the most likely root cause of the issue is operational context.

Manufacturer narrative:
One-unit model of a minnie v2 catheter was returned for evaluation. Blood particulates were found on the catheter. The catheter was decontaminated. During flushing, solution trickled outside the proximal end catheter confirming leakage. The leak was noted at 5.5 cm from the hub. No other damage was noted on the catheter. Investigation is still in progress. The cause of the issue is currently undeterminable. A follow-up report will be issued after investigation is complete.

Event description:
As reported: customer states during case they noticed the hub of the catheter to be cracked and thus blood trickling out of catheter. Additional information received 30jul2020: patient did not suffer any adverse effect. When physician noticed air bubbles, they exchanged catheter for a new one and proceeded as normal. There was no indication or concern of an embolus.